Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned off when the enter key was pressed. However, it was indicated that the keyboard flex tape wire was damaged. It was also indicated that the battery and display wires were pinched. It was also indicated that a case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. Failure analysis was performed on the keypad and damaged flex. Visual inspection verified a broken trace in the keypad flex. Bench analysis verified a sticking power button causing the device to initiate a shutdown after powering up and a power up after a shutdown. Conclusion: confirmed the reported event, verified the sticking power button and a damaged trace on the keypad flex..

Event description:
It was reported that the external pulse generator (epg) would turn off when the enter key was pressed. The epg was in use with a patient and a replacement epg was required. The epg was returned for service. No patient complications have been reported as a result of this event.